Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-4220 lot #: 19000812 description: entradatm needle model#: sc-4350 lot #: 17717854 description: scs spare lead blank the explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing right leg pain following a surgery. The physician believed that he irritated a nerve intraoperatively, but it was not a permanent nerve damage. The patient was given epidural injection and the patient was reportedly doing well.